Event description:
A radiologist misdiagnosed a silicone leak from an MRI breast scan. The pt underwent exploratory surgery where it was discovered that what was initially diagnosed as a silicone leak was a cyst. The misdiagnosis resulted from the system not being properly tuned to the scanning application by the technologist.